Event description:
No complaints pre-tx temp 97.5 45 min. Into treatment pt complained of chills. Temp 97.5. Pt then complained of stomach cramps and chest pain, and backache. Blood pressure 200/103. 0/2 started at 4l' nc treatment discontinued. Pt transferred to hospital. Pt coded in ER & was placed on a vent.dialyzer reprocessed on 2/8 to be incubated 24 hrs. Service removed @ 21 hrs and used on 2/9 - 11th use...